Event description:
On (B)(6) 2025 a respiratory therapist walking outside of the patient's room noticed a spark of light, upon turning toward the flash it was noticed that the fisher & paykel humidifier (mr850jhu; sn (B)(6)) had sparked and then caught fire at the heated humidifier chamber (rt 380; lot# 2103248463). The respiratory therapist called for help, ran into the room, and smothered the fire with a blanket. The patient was immediately disconnected from the covidien ventilator (pb980 without compressor; sn (B)(6)) and relocated to a different room with all care completed per protocol to ensure the patient sustained no injury. The patient was assessed immediately by a provider who found the patient had sustained no thermal or soot injury. Laboratory and imaging test results found no change in condition with a rass/loc of -5/-5 (unarousable) and a glascow comma scale of 3 (state of deep coma or death) for several days prior to the event and remaining duration of the patient's hospitalization. The patient did ultimately pass away on (B)(6), 2025 while on comfort care. All equipment and supplies were photographed in their event state and sequestered with a chain of custody kept. The humidifier sustained significant smoke and thermal damage. The ventilator sustained soot damage.